Manufacturer narrative:
Concomitant medical products: ddmb1d1, ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was right atrial (ra) lead undersensing noted on a treated ventricular fibrillation (vf) episode. Follow up concluded no intervention was done. The lead remains in use. No patient complications have been reported as a result of this event.